Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date was inaccurate. Tandem technical support guided the customer through adjusting the pump time and date. Customer had elevated blood glucose levels (282 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.